Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was a r-wave amplitude measurement issue. The data also indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted that the right ventricular capture threshold 0.5 volts through (B)(6) 2016, rises out of range by (B)(6) 2016. And the r-wave amplitude 8.5mv through (B)(6) 2016, drops to 2.5mv by (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital within the first week after the right ventricular (rv) lead was implanted. A device interrogation showed that the rv pacing threshold was high and that the r-wave measurement had dropped. The physician elected to reposition the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.